Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Device history record: part 314.742 lot 5373244: released 01 november 2006. Criterion tool & die manufactured the drive shaft ¿ minimum 360 mm length ¿ for use with ria. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. No material review reports or non-conformance reports were generated for this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the tip of driver shaft broken. It is unknown when the device broke. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: precautionary statements are being added to the technique guide because the ria drive shaft, tube assembly, and reamer head have the potential to break when incorrectly assembled or used improperly. Returned devices include: part 314.743 / lot 7312607 - tip broken off; damage not possible to measure; part 314.743 / lot 7353282 - tip broken off; damage not possible to measure; part 314.742 / lot 14662-01 - tip broken off; damage not possible to measure; part 314.742 / lot 14951-01 - marks of wear and tear on the tips. The review according the material and manufacturing documents has shown that the present ria drive shafts meet all the requirements and specifications. The exact reason for the problem that occurred cannot be determined without further information. Per the technique guide, a drill head is to be selected for bone graft which is 1.0 mm to 1.5 mm larger than the diameter of the medullar canal in the isthmus. That being said, it is likely that the event were caused by a mechanical overload. The overload has exceeded the load limit of the material, which finally led to material failure. The fracture surface is homogeneous, indicating proper material quality. No product fault was found. A device history record and manufacturing documents review was conducted. No complaint related issues were found. A visual inspection has shown that the tip broke off with signs of wear and tear. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.